Event description:
The femoral approach was chosen for the procedure. The lesion was crossed with a guide wire and then pre-dilated. Then a 2.5x18mm cypher stent was delivered to the target lesion. Pressure was applied to implant the cypher stent but the balloon would not inflate at all. Therefore, physician retrieved the cypher from the patient and confirmed that the balloon was ruptured at the tip of the stent delivery system. There was no patient injury reported. The patient had a target lesion in the mid left anterior descending lesion. The lesion was de novo, moderately calcified and slightly tortuous with 90% stenosis.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.